Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. However, it could not be confirmed as there was no cobra deformity during the returned device analysis. The cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen for implant using an 10f amplatzer trevisio intravascular delivery system. During deployment, it was noted that the right disc had a cobra deformation. The physician tried to reshape the device couple of times, but the device was not able to return to its normal configuration. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. A new 28mm amplatzer septal occluder was chosen, which was successfully implanted. The patient had no reported complications. The patient was reported stable.